Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there was a cervical stitch being placed when the needle snapped. The consultant said they usually hole it at 1/3 from the end of the needle but on this occasion the size and shape of the needle were not big enough to pass back out of the patient so she moved her needle holder to the swage end, the needle then broke when she took the next bite. No added procedures or scans were needed, just the additional time it took for the needle to be retrieved from the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue structure the broken needle was located? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Was there any adverse consequence associated with the patient? What is the device return status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. In the process of doing cervical suture, needle broke off and it took 25 minutes to retrieve the needle. Additional inform ation was requested.